Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to the device reached end of life. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.